Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 24 dec 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as (B)(4). This information is submitted pursuant to 21 cfr 803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury. Device history record (DHR) review: no lot number was provided; therefore, no device history record (DHR) review was conducted. Complaint history review: the complaint history was reviewed in grand avenue from reported dates (B)(6) 2023 through (B)(6) 2025, for part number 16soft-7-50 and failure mode "the flexible tubing of the nasal cannula detached from the nasal tip on one side only". There were four (4) other complaints reported for the same issue and part number under (B)(4) during the same timeframe. Sales = (B)(4). Calculated occurrence (p1) = (B)(4). Occurrence ranking = improbable (1). Risk assessment: the ultimate risk is low, as that is the highest risk of the patient/caregiver and regulatory/compliance considerations: 1.patient/caregiver performed risk assessment with RMA-20017af, revision 1; the most closely associated risk is ID r109 (p1=1, p2=1) with a probability of harm occurring p=1 and severity s=minor (2) which is low risk. The calculated p1 based on complaints and sales in the previous 24 months is 1 (improbable). Therefore, the probability of harm occurring (p) remains the same as the RMA and is determined to be low risk per ref-20001-c1 rev2. 2. Regulatory/ compliance: reviewed ref-20001-c1 rev2, and there is low regulatory/ compliance risk. 3. Brand recognition and customer impact: reviewed ref-20001-c1 rev2, and there is medium brand recognition/customer impact.

Event description:
It was reported that the flexible tubing of the nasal cannula detached from the nasal tip on one side only.

Manufacturer narrative:
The product involved in the report has not been returned. A review of the device history record is in-progress. All information reasonably known as of 24 dec 2025 has been included in the health authority report. Should additional information be obtained a follow-up health authority report will be provided. The information provided by airlife. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to airlife. Airlife has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the airlife complaint database and is identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a airlife product is defective or causes serious injury.

Event description:
It was reported that the flexible tubing of the nasal cannula detached from the nasal tip on one side only.